Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer's device will be replaced under warranty. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had displayed its service wrench icon and logged event codes in its memory. Upon inspection, physio-control observed that the device was unable to read ECG and provide defibrillation therapy. There was no patient use associate with the reported event.

Manufacturer narrative:
The device was forwarded to failure analysis center for further evaluation. The customer's reported issue was verified, but other issues could not be duplicated. A root cause of the reported issue could not be determined.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had displayed its service wrench icon and logged event codes in its memory. Upon inspection, physio-control observed that the device was unable to read ECG and provide defibrillation therapy. There was no patient use associate with the reported event.